Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #k9091d. Additional information requested. What was the intervention that the surgeon did that after 10 days the patient had a slight improvement? What is the patient¿s current status? Additional information previously received: has the surgeon been in-serviced on heat management? Yes. Is the surgeon aware of the warnings in the IFU as to heat? Yes. What is the ¿damage¿ to the patient? The patient was aphonic. Bilateral damage at recurrent nerves. No damage on the skin. If the damage was a burn: what is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn? When was the burn noticed:. During the procedure. Post-op? (When) will the patient need any follow-up? Patient age and weight; did the patient have any pre-existing conditions?na what is the current patient condition? After 10 days from the intervention the patient had a slight improvement. The patient seems to improve but it¿s not sure if the complete functionality will be retrieved. Regarding the fcs overheating: how was it determined that the fcs9 was hotter than usual? The instrumentalist noted that the device was hotter than usual while she was cleaning it. What part of the fcs9 got hot? Blade tip? Shaft? Handle? Shaft and the handle where there¿s the activation of the instrument. No overheated on hpblue how does the account assembly the device? Vertically, like an ice cream come? Yes. Is the blue grip assist used? No. The device was returned in good physical condition. The device was connected to a test handpiece and generator and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The instrument was disassembled and it was found to have thermal damage at the shrouds and insulated pin interface. Heat was generated at this interface resulting in the melting of the shrouds. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation at the insulated pin.

Event description:
It was reported by the affiliate that during a thyroidectomy procedure, the harmonic focus didn't work properly and overheated at level of the handle. The surgeon after the intervention noted damage at the patient. No alarm signal was displayed. Received notification that patient is filing a legal claim.